Event description:
Information received by medtronic indicated that the insulin pump did not turned on after exposing to moisture. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). S/w version: 4.11e. Retainer ring = black. Customer returned pump for an alleged moisture damage found on (B)(6) 2021. Pump received with unresponsive keypad at the back button. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was not found in the history files or traces. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and cracked keypad overlay. Unresponsive keypad due to corroded keypad traces. Pump exposed to moisture confirmed on the pcba 1, pcba 2, motor, and force sensor.